Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
A tracking issue was reported with the itrak 3500l system. It was also reported that the system lost patient data and there were questions surrounding recalibration of associated instrumentation. There was no report of pt injury.